Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer would not load software updates. The programmer was able to update software. The hard drive was reconfigured and software was reloaded. It was indicated that the programmer was not able to find wireless devices, so the radiofrequency transceiver was replaced. The system fan and power supply were noisy and therefore replaced. It was also indicated that the electrocardiogram connector on the printed circuit board had cracked solder joints. The board was replaced and recalibrated. The programmer passed functional and systems tests. (B)(4) .

Event description:
It was reported that the programmer would not load software updates. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.